Manufacturer narrative:
Updated fields: b4, b6, b7,d8, d9, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions,component code), h11 ,d5 ,d10 , e2 , e1 (event site telephone , event site email ) , g2, g7. A getinge field service engineer (fse) performed a visual inspection of the unit for any abnormalities; none were identified. The fse also reviewed the system logs and found no indications of failure or irregularities. Further diagnostics were conducted, during which the pneumatic interface test, fill manifold test, and drive manifold test all failed. The fse replaced the pneumatic module assembly , following replacement, all manifold tests were repeated and passed successfully. A full functional check was then completed. The unit was cycled in operational mode for one hour, during which no errors or issues were observed.

Event description:
N/a.

Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) unit failed a routine morning leak test. There was no patient involvement reported.